Event description:
It was reported to boston scientific corporation that during an anterior colporrhaphy procedure using the pinnacle pfr kit, the leader for the right sacrospinous ligament broke as the capio device was withdrawn. The detached needle was retrieved from inside the pt. The physician completed the procedure with this device, and the pt is reported to be "fine". Post-procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.